Event description:
Pump reported to be involved in four separate overinfusions over a several day period with different pts. The therapy for all four pts was the same. The pump was set up to run at 70 ml/hr with a 140 ml bag of leucovorin. The bags were found empty when the pump indicated anywhere from 28 to 45 mls remaining to be infused. No pt injuries resulted.